Event description:
It was reported that the portex tube was defective. The doctor was unable to inflate the cuff. The user confirmed the same issue. This tube was never used. No report of patient injury.

Manufacturer narrative:
Date of event is unknown. One used tracheostomy tube was received for investigation. The reported issue was confirmed during functional testing when the device cuff failed to inflate. The cuff leakage was traced to a tear in the cuff. During manufacture, this product is 100% inflation tested, with inflation failures resulting in the affected product being rejected. The investigation determined that this product would not have passed this testing. A review of internal ncrs showed that there was raised internal nonconformity report due to a cuff tear which was found after inflation test. Corrective actions have been taken including initiation of quality alert, training of whole production during production town hall meeting, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace. A review of manufacturing device history records for the reported lot found no recorded conformances, and determined this lot was manufactured after the implementation of the aforementioned corrective actions. Although this review found no previously recorded issues, as the customer states the issue occurred prior to use of the device, the investigation attributed the root cause to a problem during the manufacturing process. Trends will be monitored with action taken as necessary.